Event description:
It was reported a pt had an uneventful novasure endometrial ablation on (B)(6) 2012. Three days later she returned to the emergency room (ER) with "pain but no fever." Treatment is unk and the pt returned home. On (B)(6) 2012 the physician reported the pt returned to the emergency room at a later date (date unk) and was admitted to the hospital, a blood culture was found to be positive for escherichia coli. She was taken to the operating room (date unk) and had a hysterectomy. The physician reported the pt is now doing fine.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the user of the novasure system: infection or sepsis. (B)(4).